Event description:
A customer reported a clip was found in their olympus endoscope after it was reprocessed in an evotech endoscopic cleaner and reprocessor (ecr), and the endoscope was used on seven patients before the clip was discovered. The make and model of the clip is not known at this time. The evotech ecr completed the cycle each time and did not cancel. There is no reported patient injury or infection due to this event. The clip was found by the customer while performing a validation test called safestep that is manufactured by getinge. It is designed to detect contamination, and it challenges the cleaning and disinfection process of the endoscope. This test was done after the scope had been used. The test result was 0 and the passing range is 0-45 relative light units. Per the getinge website, the safestep device provides the customer with a permanent record that proper cleaning and disinfection was achieved. The details of the hospital's pre-cleaning steps are not known at this time. However, they stated they use "first step flexible endoscope bedside pre-clean kits." Although there is no reported patient injury or infection, advanced sterilization products (asp) has decided to report this event as an over-abundance of caution. Asp will continue to follow-up for additional information.

Manufacturer narrative:
Method: sterility method verification. Result: no failure detected. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), and standards hazard list (shl). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for "procedure related" to be "low." The shl shows the issue of exposure to biohazardous, pathogenic or infectious material as "limited." The customer stated the scope was an (B)(4) endoscope model # gif-h180, and the clip involved was a (B)(4) resolution clip, part #moo52261o. It was confirmed both the scope and clip were compatible according to the clip labeling. The hospital's pre-cleaning steps included the use of "first step flexible endoscope pre-clean kits" prior to placing into the evotech® ecr. The cause of the issue was due to user error. The customer stated they now are using brushes as part of their pre-cleaning process. An asp clinical edcuation consultant (cec) has retrained the customer on the correct use of the evotech® ecr and the importance of brushing the scope during pre-cleaning to ensure inorganic materials such as clips and stents are removed from the channels prior to processing. The cec also confirmed the customer is now following the evotech user guide. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.